Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low alert on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause was determined to be signal loss. No injury or medical intervention was reported.